Event description:
It was reported that during patient use, the ventilator pressure, which was originally set at 50cmh20, generated an alert ¿above pressure for 4 breaths&quot;. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. However, on (B)(6)-2014, the customer reported that the device alarms were caused by the patient&#39;s condition, and the device settings were addressed. The customer declined a consult with a clinical specialist.(B)(4).